Event description:
It was reported that the pump touch screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.